Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was 278mg/dl. The customer states the alarm was resolved by complete set change. The customer states having had issues with failed battery test alarms. Troubleshoot was conducted. The customer was advised that replacement battery cap would be sent out. The customer was advised to monitor the device and call back if issues persist.